Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(4) of bacterial peritonitis with culture positive for klebsiella oxytoca in a patient, coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was hospitalized and remained in the hospital by choice. On (B)(6) 2011, the patient underwent a catheter repositioning due to fat obstruction. On (B)(6) 2011, the patient experienced peritonitis; manifested by cloudy effluent. The cause of the peritonitis was reported as hospital acquired infection. The patient was treated with vancomycin (500mg, frequency and route not reported, for 5 days) and amikacin (12mg, frequency and route not reported). At the time of this report, the peritonitis was ongoing and improved. The patient remained on dianeal therapy and remained hospitalized. The physician stated that the event of peritonitis was not related to the dianeal solution.

Manufacturer narrative:
(B)(5). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.